Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose was 455 mg/dl at the time of incident. The customer's blood glucose was 147 mg/dl at the time of call. The customer stated that she treated her high blood glucose with insulin. The customer stated that the drive support cap was normal. The customer declined to troubleshoot for air bubbles, leaks, insulin issues and site issues and settings. The customer declined to perform high pressure test. The insulin pump will not be returned for analysis.